Event description:
It was reported that a user new to the ilet pump perceived a low glucose trend, treated with 12 oz of regular soda, and noted discordant readings between a fingerstick of 113 mg/dl and the pump reading of 87 mg/dl before performing a calibration; subsequent follow-up showed the pump reading 141 mg/dl. Symptoms included anxiety related to perceived hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.